Event description:
The patient had a ventriculoperitoneal shunt placed and set at 120. 10 days later the patient came to the ER. The dr attempted to reprogram shunt valve, but valve appeared to be malfunctioning and would not reprogram. The patient was brought back to surgery the next day for shunt revision. The shunt was revised per dr. The malfunctioning shunt valve was kept, and will be returned to the manufacturer.what was the original intended procedure?procedure performed:placement of a right frontal peritoneal shunt using a 7 cm ventricular catheter along with a codman-medos programmable shunt set at 120.device #1is this a laboratory device or laboratory test?no.